Manufacturer narrative:
Results and conclusion summation: thrombosis is noted in the prod instructions for use (IFU) as a known device event associated with coronary stenting. Factors that can contribute to plaque shift include but are not limited to, lesion characteristics, device size selection, and procedural technique. There was no report of any device malfunction during the implant of the rx xience stent. In this case, the thrombosis and plaque shift were successfully treated with the placement of another stent. There is no indication of a prod qual issue with the rx xience stent. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: thrombosis requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported via a trial that after implanting the rx xience v stent, it was noted that there was plaque shift and stent thrombosis. Another stent was implanted overlapping the first stent, and the issues were resolved the same day. No add'l event or pt info is available.